Event description:
It was reported that a user experienced frequent low glucose readings after resuming use of the ilet insulin pump following cardiac surgery, with a lowest reported blood glucose of 45 mg/dl, and support guided the user through a factory reset and provided troubleshooting and education. Symptoms included hypoglycemia with neuroglycopenic and adrenergic manifestations consistent with a glucose level of 45 mg/dl. Outcomes included self-treatment of hypoglycemia with oral glucose without emergency care or hospitalization. Investigation included complaint handling, user interview, device-use review, and troubleshooting. Investigation of this case revealed no device malfunction identified and user factors or clinical condition changes as potential contributors. It was concluded that the event was consistent with hypoglycemia with cause not determined and that device function was not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.